Event description:
Unomedical reference number (B)(4). Event occurred in netherlands it was reported that the patient faced infusion set leaking at quick release event on (B)(6)2024. The infusion set had been used for 5 day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: netherlands